Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 300cm angled tip v-14¿ controlwire® was selected for use. However, during unpacking, it was noted that the angled tip was detached. The device was never used inside the patient and the procedure was completed with another v-14¿ controlwire®. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has tip bent. The device has its distal tip kinked. The overall length, outer diameter (od) of distal tip, od of middle of the device, and od of proximal section of the device are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 300cm angled tip v-14 controlwire was selected for use. However, during unpacking, it was noted that the angled tip was detached. The device was never used inside the patient and the procedure was completed with another v-14 controlwire. No patient complications were reported and the patient's status was stable.